Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the evis lucera elite video system center blacked out. The issue occurred during an endoscopic ultrasound-guided hepaticogastrostomy (eus-hgs) treatment. The monitor was connected to the video system and universal ultrasound processor when the sdi had no signal and image blacked out. The issue occurred every few seconds. The procedure was able to be completed while the screen was no blacked out. There were no reports of patient or user harm associated with this event.